Manufacturer narrative:
Qn# (B)(4). The customer returned one arrow raulerson syringe (ars) and lidstock for analysis. Initial visual examination of the ars did not reveal any anomalies or defects. After the ars failed functional testing the handle was broken to examine the valves inside. The valve mechanism consists of two bi-lateral valves and a spacer; however, it was discovered that only one bilateral valve was included within the device. The syringe was not able to successfully draw and aspirate water with the returned needle attached (per amrq-000113 rev 3 req 6.1). When drawing water, bubbles were observed in the base of the syringe. The module requirement document for raulerson syringes (amrq-000113 rev 3) was reviewed to determine requirements for air/water leakage. The document notes a deviation from iso 7886-1: "the freedom of air and liquid leakage past the piston requirement is design restrictive and is intended for an injection-intended syringe, not the ars. The opening in the center of the piston that allows passage of the inner cannula prohibits the ars from meeting the pressure and vacuum requirements as dictated by the standard. However, because the intended use of the ars is to allow aspiration of blood to ensure venous placement of the introducer needle and to aid in the insertion of the spring wire guide, the leakage requirements of a standard syringe are not applicable to the ars." A vacuum test was performed on the ars syringe in order to verify that the internal valves within the plunger body were intact. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released but did not snap back into a position = 1cc from the starting position. Therefore, the internal valves of the ars are not functioning as intended. A device history record review was performed, and no relevant findings were identified. The issue of the ars leaking was able to be confirmed by visual and functional testing of the returned sample. The returned syringe was not able to draw water. The syringe was also not able to pass the vacuum test, indicating the valves of the syringe are not functioning as intended. When the handle was broken open , it was discovered that one of the bi-lateral valves were not included within the assembly. A device history record review was performed, and no relevant findings were identified. Based on the sample received , manufacturing cause or contributed this event. A non-conformance request was initiated to further investigate this complaint issue.

Event description:
The complaint is reported as: "the suction of the cvp syringe is not workable when pumped back. Lots of air inside the syringe." No patient harm reported. A new device was successfully used. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "the suction of the cvp syringe is not workable when pumped back. Lots of air inside the syringe." No patient harm reported. A new device was successfully used. The patient's condition is reported as fine.